Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the insulation was damaged due to abrasion 10.5 cm and 16 cm distal to the is-1 connector pin. These damages can be considered the root cause of the clinical observations reported in the complaint description. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the inner coil was found over torqued close to the is-1 connector pin which most likely occurred during the retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.